Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) due to signs of previous moisture presence and corrosion around the battery connectors. There is rust at the bottom of the battery compartment, and the battery board underneath it shows signs of previous moisture presence as well. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.